Event description:
Update (B)(6) 2025: the physician planned and sized the case; therefore, planning and sizing information is not available. Additionally, procedural notes cannot be provided. The right common iliac artery was occluded. Nothing else was implanted prior to using the zenith renu aaa ancillary graft converter renu device (rpn:ax1-2-28-113-zt). The ax1 device was being used for an aorto uni iliac (aui) because the right common iliac artery was occluded. The delivery system was rotated together as per instructions for use (IFU). The proximal/top stent trigger wire was released prior to advancement of the top cap. The distal/ipsilateral limb trigger wire was released prior to advancement of the top cap.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 14mar2025. A follow up report (1820334-2025-00195) was submitted on 21mar2025. A correction to the follow up is needed. The distal/ipsilateral limb trigger wire was not released prior to advancement of the top cap.

Manufacturer narrative:
E1 - postal code: (B)(6). E3 - occupation: district manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the top cap from a zenith renu aaa ancillary graft converter was difficult to release off the suprarenal stent. Releasing the top cap took extra force, and it released quickly once it was able to be released. The graft was placed successfully in the target location. However, upon recapturing the top cap with the gray positioner, it was pulled down but catching. It was confirmed that it was not catching on a strut, and the delivery system was manipulated and rotated in order to release the catch and remove delivery system successfully. The physician felt that very tortuous illiacs contributed to the difficulty. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Corrections: h6 - medical device problem code (annex a) and component code (annex g). Investigation ¿ evaluation. It was reported that the top cap from a zenith renu aaa ancillary graft converter was difficult to release off the suprarenal stent. Releasing the top cap took extra force, and it released quickly once it was able to be released. The graft was placed successfully in the target location. However, upon recapturing the top cap with the gray positioner, it was pulled down but catching. It was confirmed that it was not catching on a strut, and the delivery system was manipulated and rotated in order to release the catch and remove delivery system successfully. The physician felt that the patient¿s very tortuous illiacs contributed to the difficulty. The right common iliac artery was occluded. Nothing else was implanted prior to using the renu device. There were no other previously implanted devices. The physician was using the ax1 converter graft implanted to treat for aui (aorto uni iliac) because the right common iliac artery was occluded. The delivery system was rotated together as per the IFU. The proximal/top stent trigger wire was released prior to advancement of the top cap. The distal/ipsilateral limb trigger wire was not released prior to advancement of the top cap. No adverse effects were reported for the patient. Reviews of documentation including the complaint history, device history record (DHR), drawings, instructions for use (IFU), manufacturing instructions, quality control procedures, and specification of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Medical imaging was requested but none was provided. However, one still image along with a video of the device getting caught was provided and reviewed by an expert image reviewer. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one related non-conformance in which one device was scrapped prior to further processing. A complaint history search did not identify any other complaints reported for this lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_raaaz_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4.5 implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith renu aaa ancillary graft. Do not continuing advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. Maintain wire guide position during delivery system insertion. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. Avoid damaging the graft or disturbing graft positioning after placement in the event re-instrumentation (secondary intervention) of the graft is necessary. Before deployment of the suprarenal stent, verify that the position of the access wire guide extends just distal to the aortic arch. 11 directions for use: caution: maintain wire guide position during delivery system insertion. 11.1.7 main body proximal (top) deployment: caution: during proximal trigger-wire removal, top cap advancement, and subsequent suprarenal stent deployment, verify that the position of the main body wire guide extends just distal to the aortic arch and that support of the system is maximized. 2. Remove the safety lock from the top stent trigger-wire release mechanism. Under fluoroscopy, withdraw and remove the trigger-wire by sliding the top stent trigger-wire release mechanism off the handle and then remove via its slot over the inner cannula. (Fig. 13). If resistance is felt or system bowing is noticed, the trigger-wire is under tension. Excessive force may cause the graft position to be altered. If excessive resistance or delivery system movement is noted, stop and assess the situation. If unable to remove the top stent trigger-wire release mechanism from the top cap, perform the following steps under fluoroscopy: a. Remove tension on the trigger-wire by loosening the pin vise and slightly pulling the inner cannula to move the top cap down over the suprarenal stent. Avoid compressing the zenith flex main body. B. Retighten the pin vise. C. Remove the top stent trigger-wire release mechanism. D. Continue with step 3 in section 11.1.7, main body proximal (top) deployment. 11.1.9 main body distal (bottom) deployment: 1. Return to the ipsilateral side. 2. Fully deploy the ipsilateral limb of the main body by withdrawing the sheath until the most distal stent has expanded. (Figs. 18 and 20) stop withdrawing sheath. Note: the distal stent is still secured by the trigger-wire. 3. Remove the safety lock from the ipsilateral limb trigger-wire release mechanism. Withdraw and remove the trigger-wire by sliding the ipsilateral limb trigger-wire release mechanism off the handle and then remove via its slot over the inner cannula. (Fig. 21). 11.1.10 docking of top cap: 4. Retighten the pin vise and withdraw the entire top cap and gray positioner through the graft and through the sheath by pulling on the inner cannula. Leave the sheath and wire guide in place. After reviewing the IFU, cook concluded that the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the information provided and the results of the investigation, cook could not establish a definitive cause for the reported failure. It was reported that the physician felt that the patient¿s very tortuous iliacs contributed to the difficulty. Therefore, it is likely that the patient¿s anatomy contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.